Event description:
It was reported that a user experienced prolonged hypoglycemia while using an ilet insulin pump, with the healthcare team noting that insulin suspension appeared appropriate and recommending a higher continuous glucose monitor target; the user undergoes hemodialysis, and the ilet is not indicated for patients on hemodialysis. Symptoms included low blood glucose. Outcomes included no reported loss of consciousness, seizure, or hospitalization. Investigation included review of the event with attempted follow-up and provision of troubleshooting and education to the clinic regarding cgm target adjustment and device indications. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event was consistent with low glucose with undetermined etiology and that the device appeared to function as designed based on suspension behavior. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.